Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when the powered stapling handle was initially handled, noticed that the blue articulation lever was completely loose and disengaged from the device. They are still connected to the handle but completely loose and disengaged there was no resistance to the button and therefore the stapler would not articulate. This issue arose before the product was specifically used in the case. However; this issue was discovered in the beginning of the procedure before the handle was needed. The device was not used after the switch disengaged. The device sterilization method is autoclave and the type of cleaning is manual.